Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer's blood glucose (bg) levels were not impacted. Customer was advised on possible areas that occlusion could occur.